Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose level was 21 mmol/l (378 mg/dl). The patient developed an infection at the pod¿s insertion site (hip/buttocks) while wearing the device between 5 and 24 hours. The patient was taken to the emergency room and diagnosed with an abscess. Symptoms included were skin irritation, purulent discharge and a purple bump on the infusion site. The patient was treated with antibiotics, intravenous fluids and insulin. The patient had not been discharged from the hospital at the time of reporting. The pod was discarded.